Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to a shorted energy up switch on the main keypad assembly.

Event description:
The customer contacted physio-control to report that their device was spontaneously charging defibrillation energy. When the device was powered on, it was showing a charge level of 360j. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the energy select button on the main keypad assembly was constantly engaged (depressed/stuck down). If the energy select button on the main keypad assembly is constantly engaged, the device could not be used to provide therapy, if it were needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was spontaneously charging defibrillation energy. When the device was powered on, it was showing a charge level of 360j. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the energy select button on the main keypad assembly was constantly engaged (depressed/ stuck down). If the energy select button on the main keypad assembly is constantly engaged, the device could not be used to provide therapy, if it were needed.